Event description:
Leica biosystems received a complaint regarding suboptimal processing of tissue samples from two processing runs, which completed on 20 february. The complainant requested the assistance of a leica product applications specialist. On (B)(6)2015, leica biosystems received information that a pathologist had reviewed the stained slides prepared from the affected tissue samples; and found that there were "..some cases of undiagnosable tissue with re-biopsy possibly required." Additional information as to the number of patients for whom re-biopsy was recommended/required; and an identifier, the age or date of birth and gender for each patient has been sought. Investigation of this complaint by leica biosystems is in progress.